Event description:
Standard follow-up was performed on 19 october 2015, showing a normal behavior of the pacemaker. A mode switch episode was recorded in the device memories on (B)(6) 2015, showing a spontaneous ventricular rhythm around 35min-1, whereas the basic rate was set to 60min-1. This event occurred when the patient was sleeping, so no symptom was reported. Preliminary analysis showed that the reported event was likely due to the interaction between two algorithms (the safer pacing mode and the fallback mode switch algorithm). Pacemaker operated as programmed and as specified.

Event description:
Standard follow-up was performed on (B)(6) 2015, showing a normal behavior of the pacemaker. A mode switch episode was recorded in the device memories on (B)(6) 2015, showing a spontaneous ventricular rhythm around 35min-1, whereas the basic rate was set to 60min-1. This event occurred when the patient was sleeping, so no symptom was reported. Preliminary analysis showed that the reported event was likely due to the interaction between two algorithms (the safer pacing mode and the fallback mode switch algorithm). Pacemaker operated as programmed and as specified.